Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, recurrence of incontinence, urinary problems, dyspareunia, and infection. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a hysterectomy and gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient had mesh removal on (B)(6) 2010 due to pain, bleeding, dyspareunia, infections, and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006. Mesh and bard pelvitex were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.